Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 failed and not detected on bus. The field service engineer (fse) opened the drawer and was unable to release the cubie pockets. The station was shut down, and cubie pockets were manually released, row board cable, cubie pockets, and trays were inspected and reseated. After reboot, all rows on auxiliary 3.1 were detected on the bus and fully accessible. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 3.1 failed and was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.